Event description:
The facility reported a colleague infusion pump with "all channels fail." This complaint is covering channel b failure. According to the facility, this event occurred upon power up during biomedical testing. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump where "all channels fail" (this complaint addressess the failure on channel b) was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries resulting from user error. The main batteries were replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. However, during previous service the batteries and harness were replaced.a device history review was performed finding one exception during manufacturing, however, the device was repaired, re-tested, and found to be performing as designed before release.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.